Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the valve was leaking and also air was getting into the valve. The valve was defective; it was leaking and therefore wouldn¿t allow them to flush out the line and air kept getting in. It was like it cracked through the right side. There was an approximate 15-20 cc¿s of blood loss from insertion to removal from body the sheath was inserted into the patient and while flushing the line the doctor realized that air was getting in the valve. Air possibly entered the patient¿s body but the doctor wasn't worried as there was nothing in the sheath. The sheath was changed and properly flushed the case continued on as planned. There was no patient consequence.

Manufacturer narrative:
The product has been reported as discarded and will not be returned for analysis. However, a video has been provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the valve was leaking and also air was getting into the valve. The valve was defective; it was leaking and therefore wouldn¿t allow them to flush out the line and air kept getting in. It was like it cracked through the right side. There was an approximate 15-20 cc¿s of blood loss from insertion to removal from body the sheath was inserted into the patient and while flushing the line the doctor realized that air was getting in the valve. Air possibly entered the patient¿s body but the doctor wasn't worried as there was nothing in the sheath. The sheath was changed and properly flushed the case continued on as planned. There was no patient consequence. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the vizigo was observed leaking blood in the hub, but the hemostatic valve condition could not be observed. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the video received. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).